Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that sharps container 1.4 qt home lid was permanently closed. The following information was provided by the initial reporter: it was reported by the consumer, the home sharps container had the lid permanently closed.   Verbatim: I returned consumer's call, she stated that she was driving and would call back. Before disconnecting the call, she stated that she was able to force the lid open, just hoping that it will close properly when it is filled. Consumer did not have lot number available. Voicemail: consumer left voicemail reporting that she purchased a home sharps container and the permanent lid was closed.